Event description:
It was reported that there was difficulty with the slitting procedure for a delivery catheter while using the slitter. The catheter was removed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed the mechanical operation of the catheter peeling/sl itting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was bent. Visual summary indicated the catheter was damaged during use.